Event description:
According to the available information, the anchor broke off while being loaded into the saffron device. The doctor loaded the suture through the anchor eyelet and secured the ends of the suture with a snap. In trying to load the anchor into the end of the saffron fixation tool - the doctor positioned the anchor about half-way into the device, and the anchor portion snapped off of the loading tab. The doctor had another anchor opened and successfully loaded it into the saffron fixation tool. No other issues were observed, and the surgery was completed successfully.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming [nc] report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.